Event description:
It was reported that the rv lead was capped due to progressive threshold increase, and high lead impedance observed at follow-up. No patient complications were reported as a result of this event.